Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial 1219913-2014-00223 on (B)(6) 2014. (B)(6) 2014 additional information: a siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse found a screw missing from aspirate motor # 4. Motor # 4 was loose. The screw was reinstalled and all 4 motors were tightened. The fse replaced rear wash block and the peri pump tubing. The loose motor on aspirate probe 4 could have impacted the results since improper aspiration may have occurred. The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. (B)(6).

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from two patients. Repeat testing was performed on the samples and the results were lower. A corrected report wa issued for patient 1. For patient 2, a corrected report was not issued, as all the results were greater than the customer's cut-off. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.